Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, g1, h3, h6 device evaluation: visual analysis of the returned device identified: underweight, creases fold, and an opening on radius. A microscopic analysis was performed which identified: a crease sharp opening on radius. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture for left side device. The device remains implanted.